Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A materials manager reported that following an intraocular lens (iol) implant procedure, the lens was exchanged in a second procedure due to an unknown reason. Additional information was provided by the materials manager that in the surgeon's opinion, it is unknown if the lens caused or contributed to the event. The patient's symptoms have resolved.

Manufacturer narrative:
Product evaluation: the product was returned. Blood and solution was dried on the lens. One haptic is slightly bent in the gusset area. The other haptic is broken in the gusset area. The optic is torn/split/cracked and cut into multiple pieces, typical of an insertion and removal. The optic has additional scrapes near the cut areas. Power and resolution testing could not be conducted due to the extensive optic damage. The customer indicated the use of an unspecified cartridge, with an unspecified handpiece, and a non-qualified viscoelastic. The root cause for the removal of the iol could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. (B)(4).